Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected for use. The initial state of the left atrium (la) presented with moderate smoke, but no thrombus was observed in laa as indicated by transesophageal echocardiography (tee). The physician proceeded with the procedure deploying the 35mm closure device. There were four (4) partial recaptures in an attempt to minimize a limbus gutter. A thrombus was noted to have formed within the device after the fourth recapture. The decision was made to leave the closure device. After tee evaluation, position, anchor, size and seal (pass) criteria was satisfied and the core wire was released. After the sheath was pulled across the septum, a small thread-like thrombus was observed at the threaded insert of the closure device. The tee physician reviewed prior images and concluded that thrombus had formed after release of core wire from the closure device. Intraprocedural activated clotting time (act) was 265 seconds and more heparin was given. No further act was taken. The patient remained stable after extubating with no signs of cerebral vascular accident (cva). The physician kept the patient on a heparin drip overnight and repeated the tee the next morning before discharge and the thread-like thrombus still present. The patient was placed on oral anticoagulant (oac) medication until the follow up tee in 45 days.